Manufacturer narrative:
On (B)(4) 2012, field service engineer (fse) found a large clot in the rbc drain pathway, and replaced tubing at pinch valves lv14 and lv15 to correct this issue. The repair was verified per established procedure and all results met the specifications. The rbc bath contains blood and diluent during operation and act rinse during shutdown. The root cause for the bath overflow is attributed to a clot in the rbc drain pathway. (B)(4).

Event description:
A customer reported to beckman coulter that red blood cell (rbc) bath on the coulter act diff hematology analyzer had overflowed approximately 10 to 15 milliliters of fluid. The customer was wearing gloves and lab coat. There was no exposure to mucous membranes or open wounds. Msds was not reviewed but the customer has an exposure control or risk management plan in place. Patient results were not affected by this event. There was no death, injury, or change to patient treatment, and no one sought medical attention.